Manufacturer narrative:
Continuation of d10: product ID 97745nt; serial# (B)(6). Product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt stated they were trying to charge the implanted neurostimulator today, but the controller kept saying finished over and over. Pt had controller plugged in to ac power. Pt said controller was almost full, but implant was only a quarter full and they couldn't get that battery to charge today. Agent reviewed equipment and recharging general use and information. Pt tried to start an implant charging session on the call, but got poor recharge quality right away. Pt said they'd already tried repositioning the recharger. Pt inspected recharger cord and pins but did not see any damage. Pt then inspected controller port but said it looked fine. Pt cleaned connections and blew into controller port. Pt reset controller and agent was then going to have pt try to charge the implant again, but pt's phone disconnected. Agent attempted to call pt back, but had to leave a voicemail asking pt to call patient services. No symptoms were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was pt stated they were trying to charge the implanted neurostimulator today, but the controller kept saying finished over and over. Pt had controller plugged in to ac power. Pt said controller was almost full, but implant was only a quarter full and they couldn't get that battery to charge today. Agent reviewed equipment and recharging general use and information. Pt tried to start an implant charging session on the call, but got poor recharge quality right away. Pt said they'd already tried repositioning the recharger. Pt inspected recharger cord and pins but did not see any damage. Pt then inspected controller port but said it looked fine. Pt cleaned connections and blew into controller port. Pt reset controller and agent was then going to have pt try to charge the implant again, but pt's phone disconnected. Agent attempted to call pt back, but had to leave a voicemail asking pt to call patient services. No symptoms were reported. Additional information was received from the patient stating no action was taken and the device is just getting old and worn out.